Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads from the same lot. It was reported the patient experienced painful overstimulation from her leads while recharging. As a result, the patient chose to recharge with stimulation being deactivated. Since doing so, the issue has not occurred again.